Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient unit had a frayed cord, and emitted sparks. The unit was replaced.

Manufacturer narrative:
One i3 unit was returned. External visual inspection revealed damage to the power supply in the form of exposed frayed wire from multiple areas of the cord. No other physical discrepancies or discernible damage beyond normal wear and tear were observed anywhere else on the material returned. A test power supply was used for performance testing due to the extent of damage to the one returned to avoid electrical hazard. Unit was powered on with no discrepancies multiple times and passed diagnostic test with test power supply. The complaint of ¿unit had a frayed cord and emitted sparks¿ confirmed. Sparking was not reproduced during the investigation due to the functional damage of the returned power supply. Due to physical state of power supply, root cause concluded to be physical damage to the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.